Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging due to ipg was upside down.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.